Event description:
Reporter alleged obtaining discrepant back to back glucose results of 137 mg/dl, 480 mg/dl, 193 mg/dl, 198 mg/dl, 467 mg/dl and 253 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated he was feeling hypoglycemic symptoms and he self-treated with chocolate pie. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.